Event description:
After an implantation period of approx. 48 months, ventricular oversensing was reported. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged due to fraying, especially 28cm to 52cm distal of the is-1 connector pin, and a short-circuit was measurable. This damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Noticeable lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.